Event description:
As reported, in 2001, this patient presented with a ruptured isthmus and a thoracic aortic aneurysm. A gore tag thoracic endoprosthesis was implanted. Approximately 2-3 years later, aneurysm enlargement was noted secondary to an unspecified endoleak. An additional endovascular device was implanted. In 2008, the patient presented with an infected aorto-esophageal fistula. The gore tag thoracic endoprosthesis was explanted. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.